Event description:
It is reported that dr. Attempted to put the left femoral provisional of the pt to trial the knee. The cuts accurately fit the provisional, but the femoral drilled lug holes did not match up to the femoral trial provisional. The femoral provisional lugs were posterior to the drilled lug holes by about 1-2mm. Dr. Proceeded to use the provisional to create the proper lug holes that matched the resurfaced femur.

Manufacturer narrative:
This report will be amended when our investigation is complete.